Manufacturer narrative:
A3b.): patient gender unk. A4): patient weight unk. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to needing an MRI compatible system. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. The rv lead was removed without issues. Using a spectranetics 14f glidelight laser sheath with a spectranetics medium visisheath on the ra lead, the lead was noted to be adhered to the right atrial appendage (raa). Progress was made to the innominate/superior vena cava (svc) junction, and the ra lead popped free. When the lead was removed, there was cardiac tissue present at the lead tip. The patient's blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including pericardiocentesis and sternotomy. A right atrial appendage (raa) perforation was confirmed and repaired. The distal portion of the rv lead/lld was removed by the surgeon during repair, the proximal portion removed with use of a tight rail sub-c after repair, and the patient survived the procedure. This report captures the lld ez providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.